Event description:
Approximately 2-3 cm of a nitrex wire was sheared off during the procedure and left in the patient's right flank subcutaneous tissue. Attempt was made to retrieve with forceps, however this was unsuccessful and left in patient.